Event description:
Additional information was received. Customer did not receive an alarm 22.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen cracked; cause was not known and a pump alarm (alarm 22) occurred. Pump was not functional. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.